Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and completed other, unrelated repairs. After observing proper operation through functional and performance testing, the device was returned to the customer for use.  Physio further examined the removed therapy pcb assembly. It was determined the cause of the reported issue was due to a damaged filter, designator fl29. The filter was broken. Physio was unable to conclude if the aforementioned damage to the device contributed to the broken filter.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was physically damaged. There was no patient use associated with this event. Upon evaluation, physio-control observed the positive portion of the defibrillation energy waveform was missing and the device was delivering reduced energy levels. The device may not be able to deliver sufficient defibrillation energy if needed.